Manufacturer narrative:
Patient was in bathroom and the (l) push handle folded down. Patient had a seizure but not sure whether it occurred before or after the push handle failed. She banged her head off of the tiles during incident. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Patient was in bathroom and the (l) push handle folded down. Patient had a seizure but not sure whether it occurred before or after the push handle failed. She banged her head off of the tiles during incident. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).